Event description:
It was reported that the patient's blood glucose level reached 19.4 mmol/l (349.2 mg/dl). As treatment, 10 units of insulin was administered manually bringing the blood glucose level down to 8 mmol/l (144 mg/dl).

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.